Manufacturer narrative:
Allergan has received the product however the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter had no further info regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported that a lap-band device was explanted due to alleged port leak. The "patient came for fill. The surgeon found that the volume should have been "more than what was found." At a later appointment, 0ccs were "found in band." A fluoroscopy was performed but "no leak" could be identified. The surgeon noted that a "leak is apparent on removed port [and observed a] blue ring around seal." Follow up findings: health professional reported a new port was implanted. The reporter did not know the device serial number.